Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture/deformation was received on feb 29, 2020 with lot number 2946949. Visual analysis of the returned device identified: weight to the spec, crease flat, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. During the analysis was observed deformation however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging. Additional, changed, and/or corrected data: b.3, d.4, d.10, g.4, h.3, h.4, h.6.

Event description:
Healthcare professional reported right side "deforming contracture," baker grade IV. Patient additionally reported "mammary shape deformation and gel solidification." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "deforming contracture," baker grade IV. Patient additionally reported "mammary shape deformation and gel solidification." Device has been explanted.